Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure, this right ventricular (rv) lead exhibited high pacing impedance measurements through the pacing system analyzer and the device. As all other measurements were appropriate, the physician elected to keep the rv lead implanted. It was indicated the patient would be monitored appropriately. No adverse patient effects were reported.